Event description:
It was reported that the pt experienced an infection with "green drainage" from the pocket site, following a pocket revision. No further details, pt symptoms or outcome were provided. Add'l info was requested but not received at the time of this report. A f/u report will be filed if add'l info becomes available.

Manufacturer narrative:
(B)(4).